Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metal poisoning. Operative notes stated, there was a small amount of fluid, there was no metallosis staining, no signs of osteolysis. The acetabulum components were very well fixed. On the letter included on the attachments, it was reported that the patient's blood results showed elevated cobalt and chromium levels which were varying between the 70nmol and 90nmol. Radiograph shows soft tissue reactions without much marrow edema within the bone, her x-ray has excluded any significant bony problems. Patient has been having problem in terms of joint clicking in and out and pain all around the joint.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle revision left hip reason for revision: na. Doi: (B)(6) 2009: dor: (B)(6) 2016 (left hip).